Manufacturer narrative:
(B)(4). The ventilator was returned. The service engineer evaluated the device and could not verify the reported complaint. The device was turned on and off several times and no issues were found. An unrelated issue was found and corrected. The reported event could not be duplicated.

Event description:
It was reported that a ventilator display froze. There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). The date on the initial report should have been (B)(6) 2016.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.